Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: during the use for malignancy of the prostate surgery, when the balloon burst as it was inflated. It is unknown if fallen pieces were missing. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury reported.